Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) was removed with partial freeze dry sealant still attached and wedged between the tamp tube and deflated balloon after deployment through an 8f sheath. Hemostasis was achieved with suture. There was no reported patient injury. All deployment steps were followed appropriately, and the user was reported to be certified. The device was realigned to the angulation and removed with light fingertip compression. The device was opened in a sterile field and was prepped and stored per the instructions for use (IFU). The procedure used an ante-grade venous approach. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. No visible damage was noted to the sheath or distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm, and vessel tortuosity was unknown. The stick location was the common femoral vein. There was no peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. After waiting the full 2 minutes, the sealant was red from blood but was not fully expanded, as it was still attached to the device in a c shape. The piece of sealant was removed and hydrated with 20cc of saline. The sealant was not partially out of the skin. The sealant was dislodged from the venotomy site. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. Heparin was used at 14,500 units, protamine given was 40, and the post-procedure last drawn activated clotting time (act) was 164. The act during the procedure was 290. The patient¿s hospitalization was extended by 4 hours as a result of the event. The complaint device, a non-cordis 8f 10cm sheath, and the sealant were reported to be included in the return kit. The device will be returned for evaluation.